Event description:
A transesophageal (tee) probe was disinfected using cidex opa the patient was undergoing cardiac surgery. After the surgery the patient was noted to have a "chemical burn" on the skin (where the tube rested on the skin).